Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Performance data collected from the device and was analyzed. Battery depletion was indicated on (B)(4) 2011. (B)(4), (B)(6).

Event description:
It was reported that the implantable pulse generator (ipg) device went to elective replacement indicator (eri) quicker than expected. The pacing threshold had also increased. The ipg device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) device went to elective replacement indicator (eri) quicker than expected. Therefore, the ipg device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.